Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was bent. The physician had attempted to cross a severely calcified lesion in the moderately tortuous circumflex with a taxus express2 3.0 x 24 mm drug eluting stent, but was unable to do so. When he removed the stent, he noted that it was bent. The physician was not able to cross with any other devices. The procedure was aborted. Patient status is listed as satisfactory/good.